Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 306 mg/dl. The customer was treated for high blood glucose with the pump. The customer was advised the 2 high blood glucose rule. The customer was satisfied pump was working correctly after testing for leaks and seeing insulin exited at quick release. Customer was advised to change out his set. Customer will monitor pump and declined to continue testing for high blood glucose.